Event description:
Pt sustained a left hip fracture on an unk date and was implanted with a tfn on (B)(6) 2011. X-rays on an unk date revealed that the pt's femur broke below the tip of the tfn nail. Pt returned to operating room on (B)(6) 2011, the hardware was removed, pt revised to tfn long nail. This is two of two reports for this event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the MFR that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specs with no anomalies noted. The investigation could not be completed, no conclusion could be drawn as no product was returned.